Manufacturer narrative:
During inspection of the citadel bed in arjo service center in the us, it was noticed that the radius arm dislodged from the bed's frame. This citadel bed is the rental device and this issue was observed during quality check after returning the bed from the customer. There was no injury or other medical consequences reported. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator¿s limit and next to the bed foot section is pulled. The second scenario may take place when the obstacle is put between the base frame and the radius arm. Based on the limited information gathered, the exact scenario which led to the radius arm detachment could not be determined. In summary, the claimed citadel bed was not used with the patient when the malfunction occurred. During the bed¿s evaluation, the detachment of the radius arm was found, therefore it can be stated that the bed did not meet the manufacturer¿s specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instructions for use. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment which might lead to the bed collapse during use with a patient.

Event description:
During inspection of the citadel bed in arjo service center, it was noticed that the radius arm dislodged from the bed's frame. This citadel bed is the rental device and this issue was observed during quality check after returning the bed from the customer. There was no injury or other medical consequences reported.